Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer received a replacement pump from technical support and was provided instructions to put the current pump into storage mode before returning it. The customer was informed that the new pump would have updated software and acknowledged the steps needed upon its arrival. The customer will contact a healthcare provider for backup therapy, as none was readily available.